Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device / essure contraceptive device in the right cornu of the uterus") and salpingitis ("fallopian tube with associated milod acute chronic inflammation") in a 42-year-old female patient who had essure (batch no. C55835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure conformation test". The patient's medical history included upper respiratory infection, haematoma evacuation in 2011, uterine ablation, asthma and endometriosis. Concurrent conditions included morbid obesity, joint pain and dysfunctional uterine bleeding. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems type: hard to see some things"), 2 months 12 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: constant gerd"), insomnia ("other injury(ies) or complication (s) please describe: loss of sleep related to pain"), amnesia ("other injury(ies) or complication (s) please describe: memory loss") and feeling abnormal ("other injury(ies) or complication (s) please describe: brain fog") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("debilitating menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy other (please specify) - cornual resection) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, salpingitis, anxiety, depression, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease, insomnia, amnesia and feeling abnormal outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the dysmenorrhoea and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: following the requisite time period after implantation of essure, plaintiff had a hsg test (no result was provided). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, weight gain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device / essure contraceptive device in the right cornu of the uterus") and salpingitis ("fallopian tube with associated milod acute chronic inflammation") in a 42-year-old female patient who had essure (batch no: c55835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure conformation test". The patient's medical history included upper respiratory infection, haematoma evacuation in 2011, uterine ablation, asthma and endometriosis. Concurrent conditions included morbid obesity, joint pain and dysfunctional uterine bleeding. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems type: hard to see some things"), 2 months 12 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: constant gerd"), insomnia ("other injury(ies) or complication (s) please describe: loss of sleep related to pain"), amnesia ("other injury(ies) or complication (s) please describe: memory loss") and feeling abnormal ("other injury(ies) or complication (s) please describe: brain fog") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("debilitating menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy other (please specify), cornual resection) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, salpingitis, anxiety, depression, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease, insomnia, amnesia and feeling abnormal outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the dysmenorrhoea and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: following the requisite time period after implantation of essure, plaintiff had a hsg test (no result was provided). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, weight gain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet and medical records received. Events added from pfs- plaintiff does not undergo essure conformation test. Onset date of event was updated. Reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device/essure contraceptive device in the right cornu of the uterus") and salpingitis ("fallopian tube with associated milod acute chronic inflammation") in a female patient who had essure (batch no. C55835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper respiratory infection, haematoma evacuation in 2011, uterine ablation, asthma and endometriosis. Concurrent conditions included morbid obesity and joint pain. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pelvic pain/pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision/eye problems type: hard to see some things"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: constant gerd"), insomnia ("other injury(ies) or complication (s) please describe: loss of sleep related to pain"), amnesia ("other injury(ies) or complication (s) please describe: memory loss") and feeling abnormal ("other injury(ies) or complication (s) please describe: brain fog") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In 2017, the patient experienced dysmenorrhoea ("debilitating menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy other (please specify) - cornual resection) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, salpingitis, anxiety, depression, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease, insomnia, amnesia and feeling abnormal outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the dysmenorrhoea and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: following the requisite time period after implantation of essure, plaintiff had a hsg test (no result was provided). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, weight gain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2019: pfs and mr were received: reporters were added. Patient demographic conditions were added. Product indication was added. Essure insertion and removal date were added. Lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), bladder disorder, urinary disorder, migraines, headaches, nausea, dysmenorrhea (cramping), expulsion of essure device, visual impairment, fatigue, weight gain, gerd, loss of sleep, memory loss, brain fog, abdominal pain lower were added. Event salpingitis was added from mr. Event onset date and outcome were updated. Concomitant conditions and medical history were added. Auto-narrative supplements were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.